Event description:
Disposable temperature probe covers were noted to carry a powdery substance on the outside and inside of the probe covers. Random sampling of product of same lot # also were defective.